Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, during a filter retrieval the valve and sidearm of a cloversnare¿ 4-loop vascular retriever broke off. The user was advancing the device into the patient when the separation occurred. The user clamped off the sidearm to complete the procedure with the device. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, manufacturing instructions, and quality control data. The complainant returned one used connecting tube from a vrs-6.0-90 to cook for investigation. The sidearm was separated from the device. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a filter retrieval the valve and sidearm of a cloversnare¿ 4-loop vascular retriever broke off. The user was advancing the device into the patient when the separation occurred. The user clamped off the sidearm to complete the procedure with the device. No adverse effects to the patient were reported.

Manufacturer narrative:
Occupation: operations manager. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.